Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter was displaying a battery indicator. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue began at 1:40 pm the same day. The patient denied taking any action regarding her diabetes management as a result of the issue. Approx 15 minutes after the issue began; the pt claimed she felt shaky. At the time of troubleshooting, the patient denied receiving medical treatment, but did state to the cca that she was going to drink juice in response to the symptoms she was experiencing. During troubleshooting, the cca confirmed that the patient did not replace the subject meter's battery as recommended in the owner's booklet . Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it them and inform FDA of product(s) that do not pass inspection in a supplemental report.